Manufacturer narrative:
(B)(4). The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing noted. The device was unable to perform all functional testing due to buttons not responding. The pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that they experienced high blood glucose and had received no delivery. The customer¿s blood glucose level was 270 mg/dl. The customer treated it with pump. The customer declined to troubleshoot for high blood glucose and no delivery. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.